Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se reseated all connections in the compressor. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, the 980 ventilator's compressor was inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.